Manufacturer narrative:
Surgeon directed patient unit (B)(4), sn (B)(4) was sent after the first event of (B)(4) 2011 as a fully functional replacement. It would appear the event was a result of malfunction of the EKG monitor failing to properly filter external electrical stimulus signal generated by the nim-eclipse system. Medtronic xomed has evidence that philips has implemented corrective filters in their EKG monitors to alleviate interferences in EKG waveforms. On (B)(4) 2011, hospital asked (B)(4) for assistance in solving interference issue.

Event description:
On (B)(6) 2011, axon systems, inc has learned that in a spinal case using the nim-eclipse system for nerve monitoring in the surgeon directed format and set to nerve proximity mode, the EKG monitor indicated that the patient went into ventricular tachycardia. (These are the same circumstances as occurred in an earlier event at this site reported in manufacturer report (MDR) #2434986-2011-00001 on (B)(4) 2011). Anesthesiologist noted the changes in the EKG waveform and recognized it as interference because patient's heart rate remained unchanged.